Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted (lot no. 646508) for female sterilisation. The patient had a medical history of heavy menstrual bleeding, attention deficit hyperactivity disorder, pelvic pain, abnormal uterine bleeding, overweight, parity 2 and multi gravida. On (B)(6) 2010, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.344 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnosis 1. Uterus, cervix, and left tube, excision (a) - secretory endometrium. - myometrium, no significant pathologic changes. - uterine cervix, no significant pathologic changes. - intrauterine device (gross diagnosis only). - left fallopian tube, no significant pathologic changes. 2. Right tube, excision (b) - fallopian tube, no significant pathologic changes. Gross description: a spring-like wire coil is present in the left cornu extending from the left fallopian tube. The left fallopian tube measures 7 cm in length and ranges from 0.3 up to 0.9 cm in diameter. The fimbriae demonstrate the normal villous appearance. The coil wire is present within the proximal end of the fallopian tube. The right fallopian tube measures 7 cm in length and ranges from 0.4 up to 0.7 cm in diameter. Adhesions are present along the length of the fallopian tube. The fimbriae are partially occluded by adhesions. The fallopian tube on section is grossly unremarkable. Specimen submitted a: uterus and cervix, left tube b: right tube. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and abnormal uterine bleeding ("abnormal uterine bleeding") in an adult female patient who had essure inserted (lot no. 646508) for female sterilisation. The patient had a medical history of heavy menstrual bleeding, attention deficit hyperactivity disorder, pelvic pain, abnormal uterine bleeding, overweight, parity 2 and multi gravida. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required) and abnormal uterine bleeding (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy). The reporter considered abnormal uterine bleeding and pelvic pain to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.344 kg/sqm. [Pathology test] on (B)(6) 2016: final diagnosis 1. Uterus, cervix, and left tube, excision (a) - secretory endometrium. - myometrium, no significant pathologic changes. - uterine cervix, no significant pathologic changes. - intrauterine device (gross diagnosis only). - left fallopian tube, no significant pathologic changes. 2. Right tube, excision (b) - fallopian tube, no significant pathologic changes. Gross description: a spring-like wire coil is present in the left cornu extending from the left fallopian tube. The left fallopian tube measures 7 cm in length and ranges from 0.3 up to 0.9 cm in diameter. The fimbriae demonstrate the normal villous appearance. The coil wire is present within the proximal end of the fallopian tube. The right fallopian tube measures 7 cm in length and ranges from 0.4 up to 0.7 cm in diameter. Adhesions are present along the length of the fallopian tube. The fimbriae are partially occluded by adhesions. The fallopian tube on section is grossly unremarkable. Specimen submitted a: uterus and cervix, left tube b: right tube lot number: 646508 manufacture date: 2009-06 expiration date:2012-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.